Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device the error message was able to be duplicated. The hub gear was found contacting the device's dose cord circuit board due to a loose set screw. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd-solis vip pump was alarming that the "pca dose cord disconnected". In the event history, the error can be found but it is not able to be seen where the pump was set up for a pca. This has caused a patient receiving chemotherapy to return to the infusion center as the pump stops infusing. There were no adverse events reported.